Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00281, 3008452825-2020-00282, 3008452825-2020-00283, 3005334138-2020-00228, 3008452825-2020-00284. During an atrial fibrillation procedure, a cardiac effusion occurred. Following the procedure, the patient had no symptoms, however an echocardiogram confirmed the effusion. A pericardiocentesis was performed to stabilize the patient. The location and cause of the effusion remains unknown. There were no performance issues with any abbott device.